Event description:
The customer reported that the system displayed a cine disk not available error message. This would result in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced. The system was then found to be operating as intended.